Manufacturer narrative:
(B)(4).

Event description:
Customer complaint states: "for a (B)(6) years old female patient that had a cervical lipoma removed. Difficulties at insertion: the light of the handle is sporadically lighting." (Cont.) It was reported there were no clinical consequences for the patient. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. It was found that the handle is working perfectly. This handle works as a power source and the light source is available in the blade. The complaint could not be confirmed.

Event description:
Customer complaint states: "for a (B)(6) female patient that had a cervical lipoma removed. Difficulties at insertion: the light of the handle is sporadically lighting." It was reported there were no clinical consequences for the patient. Patient condition reported as fine.